Event description:
The following was reported to hamiton medical ag: vent started alarming and stopped ventilation, last error code flashed was 446026. The patient was unharmed.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction 'tf 446028 clock error' leads the ventilator to switch to ambient state which causes the ventilator to become inoperable or stop working as intended. The root cause is a defective control board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. There was no patient's involvement at the time of the issue. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported. Findings from initial troubleshooting (e.g., device history, previous repairs, spare parts): device alarms with tf 446026 (vref error), and other after effect alarms (e.g. 446029) and enters ambient mode (tf 485001). Voltage supervision (power pac) alarms due to voltages (+2v5_refadc, +3v_ref) out of tolerance, caused by defective electronic parts on control board or pressure sensor board. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: vent started alarming and stopped ventilation, last error code flashed was 446026. The patient was unharmed.